Event description:
It has been reported to philips that the allura system did not boot up successfully and took a long time to shut down. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the log file remotely and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed.the fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.